Event description:
It was reported that the system monitor sound component was found detached.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿component was found detached¿ was confirmed the returned system monitor (serial # (B)(6). During the evaluation process of the system monitor, visual inspection found a component not attached within the unit. Further inspection revealed fractures on the solder joints resulting in the component to detach from the mainboard. A root cause of the damage could not be determined during the evaluation. The unit was repaired, and preventative maintenance was performed. Performed full functional checkout, which passed all testing. The unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System monitor (serial # (B)(6) was shipped to the customer on (B)(6) 2011.. It was noted the system monitor is a rental unit. The heartmate ii instructions for use (IFU) (rev c) and heartmate 3 IFU (rev c), have details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.